Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A (B)(6) year old female patient was admitted for an elective percutaneous coronary intervention. During the procedure, the left anterior descending coronary artery dissected and the patient went into cardiac arrest. Following successful resuscitation, an impella cp was placed and the patient was brought to the operation room for coronary artery bypass grafting after re-wiring of the dissected artery failed. Upon arrival to the operation room, the patient sufferred another cardiac arrest requiring resuscitation. Perioperatively, the patient required blood transfusion and volume, which is typically the case during and after emergent cardiac surgery. The patient was transferred to the intensive care unit with an open chest and on inotropes. Anticoagulation was temporarily halted after surgery to improve coagulation. On the next day, the patient was brought back to the operation room for chest closure. After three days of support, the patient developed atrial fibrillation requiring antiarryhtmic medication. Pump position was confirmed to be adequate. After 4 days of support, the patient could be successfully weaned and the pump was removed. Four days later, a thrombus developed in the right femoral artery, extending from the common femoral artery through the iliac artery. The patient went for thrombectomy and had intact distal pulses postoperatively. While conservatively coded to the impella cp, all mentioned complication could be attributed to the underlying disease. Due to the late occurrence, association of the leg thrombosis remains also unclear as this can also present a complication in a complex course of disease, but association to the vascular access required for the impella cp cannot be ruled out. On cp support while weaning off cpb, the patient experienced low or blocked pump flow. Clinical stated that significant fluids were required to mitigate the suction events with the cp at p4. The patient required a blood transfusion (2 units of prbc, 2 units of platelets), medication ( 1 l of albumin) and saline (1 l of ns) to resolve the suction events.